Event description:
A boston scientific 2.5 x 30 nc quantum apex balloon, lot number unk, got stuck and could not be removed from the body after several attempts and the pt complaining of chest pain. The sheath was sutured to the right groin and the pt was sent directly to surgery. The balloon was successfully removed and a bypass graft to rca was placed.